Manufacturer narrative:
H.10: the field service technician in charge provided technical support to the customer via phone. The potentially involved boards were replaced by the hospital engineer in order to solve the issue. The most likely root cause of the reported event is traceable to defective electrical/electronic components are defective motor control board and motor power amplifier board.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 mast roller pump gave a motor control failure error message during priming. There was no patient involvement.